Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was reported that there was a mechanical test failure. The power conversion board was replaced and the issue was resolved. The imaging system then passed system checkout and was found to be fully functional. The power conversion board was returned to the manufacturer for analysis. After functional testing, performance testing, and visual/physical examination, analysis found that there was an electrical failure with the power conversion board.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that there was a bad power conversion board at install. There was no patient present when this issue was observed.